Event description:
Ivs and pain medication needed after surgery could not be delivered because two (2) b braun outlook 100 IV pumps were frequently going into an empty bag alarm. The pt was in a lot of pain. Treatment was delayed. The nurse had to frequently have to return to restart the IV pump. (B)(6).